Event description:
It was reported that the procedure was to treat a moderately calcified lesion in an unspecified moderately tortuous coronary vessel. Reportedly, the 2.0x20mm mini trek balloon dilatation catheter (bdc) was unpackaged and prepped for use without issue. Reportedly, there was no resistance noted during removal of the stylet and protective sheath. The mini trek bdc was successfully advanced to the lesion and inflated 3 times at 6 atmospheres (atm), 8atm, and 10atm. During the last deflation, the mini trek bdc could not be deflated. The inflated mini trek bdc was removed from the patient with resistance. There were no reported adverse patient sequela and no reported clinically significant delay in the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). The device was returned for evaluation. The reported deflation issue was confirmed. The difficult to remove could not be replicated in a testing environment as it was based on operational circumstances. Based on visual, dimensional and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other incidents for deflation issue or difficult to remove from the vessel reported from this lot. Based on the information reviewed, there is no indication of a product deficiency; therefore, no corrective action is required.